Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify e15 alarm due to blank display. Pump received with minor scratched lcd window, cracked case at the reservoir tube window corners and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump continued to alarm external flash crc error at 2:30 am and customer has to rest the device. Customer's blood glucose was 240 mg/dl. Troubleshooting was performed and the insulin pump passed the self-test. However customer was advised the insulin pump needed to be replaced. Customer was advised to discontinue use of the device and revert to their health care providers instructions. The insulin pump was returned for analysis.